Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touch screen was delayed in responding to presses. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.